Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. The reporter alleged there were scratches on the display and they were unable to read it. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/23/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during investigation, the pump was returned with a damaged cracked display screen. The pump would not display the verify screen. Unrelated to the original complaint, the battery compartment was cracked on the side from the threads to the cover. The keypad was torn near the up button. The keypad functions were unable to be tested due to the damaged/cracked display screen. The keypad cover was removed to find no contamination was found under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.